Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that while the surgeon was drilling the holes, the drill broke. The surgeon removed the tip of the broken drill using forceps and x-rays. There were no adverse consequences to the patient reported.